Event description:
Information was received from a company representative (rep) via a healthcare provider (hcp) regarding a patient receiving intrathecal fentanyl 2300mcg at 200 mcg via an implantable pump for unknown indication for use. It was reported that the pump catheter did not aspirate successfully and also was not in the desired vertebral body location. Imaging showed the catheter had fallen from desired vertebral body level. They were unsure if there any environmental factors that could have caused this issue. Physician attempted to aspirate the catheter, multiple times and look for any potential kinks however, none were found. Actions/interventions included the physician explanted the catheter in question and replaced with a brand new 8781 catheter, and implanted to desired vertebral body position. The issue was resolved with the patient status as "alive-no injury". The patients weight was reported at 52 kg and medical history was asked but made unknown.

Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6) implanted: (B)(6) 2017 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 13-jan-2019, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.